Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pcu had the error code 255-16-275. The customer stated that they tried to turn the pcu off and then ten minutes later it gave that error code. There was patient involvement but the impact is unknown. Although requested, further information was not provided.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported "error code 255-16-27" event could not be confirmed through laboratory testing and log review. The pcu s/n (B)(6) passed all the pm (preventive maintenance) tests in alaris system maintenance (asm) (v12.5). Functional testing was performed on the suspect pcu, and no problems or anomalies were found related to the reported event. The facility reported an error code 255-16-27, date and time not provided. A review of the pcu error logs was performed, and no record of any malfunction related to the reported event was found. A review of the battery logs was performed, and no battery condition test or related issue associated with the reported event was recorded. A review of the logs was performed, and it was observed that on (B)(6) 2026, the pcu was connected along with all the concomitant pump modules received. From 12:21 pm to 12:27 pm on (B)(6) 2026, pcu 8015 (s/n (B)(6)) was powered on and successfully connected with all received concomitant pump modules (s/ns (B)(6)). A remote log download was completed. Two infusions were initiated: pump module (B)(6) received a remote IV with drugid 1224 at 100 ml/h with a vtbi of 100 ml, later adjusted to 120 ml, and restarted after delivering 2.91 ml. Pump module (B)(6) received drugid 145 at 62.5 ml/h with a vtbi of 250 ml, later changed to 100 ml and restarted. From 3:07 pm to 3:12 pm, the pcu was again powered on and reconnected with all four pump modules, and another remote log download was completed. The bd alaris¿ pcu software performs self-checks before and during operation. A system error indicates a hardware or software issue within the pcu. If this occurs, a replacement pcu should be obtained without powering down the current unit until a new one is available. The affected device should be tagged, described, and returned to clinical engineering or biomedical departments for further assessment. According to the bd alaris channel error tipsheet, active infusions will continue despite a system error, provided infusion parameters remain unchanged. If adjustments are necessary, manually stopping and reprogramming the infusion per the user manual addendum is recommended. To resolve the issue, the pcu can be powered down using the system on key and restarted. If the error persists after rebooting, the pcu should be replaced immediately and returned to biomedical engineering fortroubleshooting and log retrieval. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported 'error code 255-16-27' event could not be determined through laboratory testing and log review. Note that this report lists imdrf annex a0721, a070504, c0201, c16, d02, d0302, g02005, g02002 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pcu had the error code 255-16-275. The customer stated that they tried to turn the pcu off and then ten minutes later it gave that error code. There was patient involvement but the impact is unknown. Although requested, further information was not provided.